Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was returned for analysis. The patient reported beeping tones associated with a product performance issue.